Event description:
Approximately one year following placement of an interbody implant at the l4-l5 spine level, the integrated screws were noted to have broken. No injury occurred. The surgeon reported that fusion had occurred and no revision surgery was anticipated.

Manufacturer narrative:
Nuvasive reference (B)(4). Review of the radiographs confirmed the reported event. The screws at the l4-l5 level were broken. The interbody implant appears to have fused with the adjacent vertebral bodies. Subsidence into the l5 body was noted; this may be a contributing factor. No revision surgery is anticipated. The patient will continue to be monitored by the surgeon. The root cause appears to be related to general fatigue. Review of pertinent labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."